Event description:
It is reported that contamination of red blood cells occurring after use with 60 bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter: (1 of 2 complaints) I'm a researcher at duke. I've been isolating pbmcs from covid-19 patients using the bd cpt tubes, but I've notice a good bit of rbc contamination in many of the samples. I went through the online troubleshooting guide and did not identify any changes that we could make to improve the purity. It seems as if a good number of rbcs don't make it under the gel separating layer during the spin, and are included with the pbmcs after I wash above the gel layer. The samples are not hemolyzed. Additionally, on (B)(6)2020 the bd sales consultant provided the following additional information: ongoing-- at least 3 days a week for the past 2 months. Ref:(B)(6). Lot: 9338919 tubes: ~60.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.. Based on this investigation performed, bd was unable to confirm the customer¿s indicated failure mode. However, bd has initiated further investigation relating to the issue of poor barrier separation through a corrective and preventive action (CAPA) (B)(6) complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9338919, medical device expiration date: 2020-12-31, device manufacture date: 2019-12-04, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It is reported that contamination of red blood cells occurring after use with 60 bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter: (1 of 2 complaints) I'm a researcher at (B)(4). I've been isolating pbmcs from covid-19 patients using the bd cpt tubes, but I've notice a good bit of rbc contamination in many of the samples. I went through the online troubleshooting guide and did not identify any changes that we could make to improve the purity. It seems as if a good number of rbcs don't make it under the gel separating layer during the spin, and are included with the pbmcs after I wash above the gel layer. The samples are not hemolyzed. Additionally, on 2020-06-05 the bd sales consultant provided the following additional information: ongoing at least 3 days a week for the past 2 months. Ref: 362761. Lot: 9338919. Tubes: 60.